Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing patient medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.

Event description:
The user facility reported that about 1 hour 45 minutes into treatment, patient's uf was turned down and they had him stand up due to restless leg syndrome. About 20 minutes later, patient was unresponsive with no pulse. Patient was revived and sent to ICU. The patient was wearing a holter monitor that had been placed on (B)(6) 2014. He was admitted and monitored closely in ICU. After review of all ekgs, holters, rhythm strips surrounding recent events, patient felt to have sinus tachycardia. No arrhythmias were noted. No av nodal blocks or atrial fibrillation. Echo was essentially normal. Patient was given potassium due to low 3.4 after dialysis, however, required kayexalate due to high potassium of 5.5. He had no further episode of dizziness, syncope, chest pain and no arrhythmias on monitor. He was discharged on (B)(6) 2014 to home to follow up with dialysis session as scheduled.